Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.2 and 3.1 were failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the auxiliary drawers 3.1 and 3.2 were not on the bus. The field service engineer (fse) checked cables and connections, reviewed the configuration, and performed a restart. The drawer controller was removed and replaced, and the drawer was configured. The escort successfully recovered and accessed the drawer. Functionality was checked using the test application, and all tests passed. Performed preventative inspection process.